Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was experiencing high blood glucose levels of 411 and 420 mg/dl. Caller also reported that the customer was having difficulty with the sensors and infusion sets bending. During troubleshooting, the insulin pump did not show any sign of malfunction. The insulin pump and sensors were not replaced or returned for analysis. Caller was advised that the infusion set would be replaced and agreed to return the product for analysis.